Manufacturer narrative:
H11: a lot number was provided; the device history records are currently under review. The investigation is currently underway. H3 (device eval by manufacturer) the device is pending return. Upon completion of the investigation, a supplemental report will be filed. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the incident occurred during use, when the handle of the bone punch became loose while it was being pulled out and fell off the needle. During follow up response received on 20 april 2026 it was further reported that the handle detached completely during a biopsy while the instrument was firmly lodged in the bone and being rotated back and forth for removal. This resulted in a slight prolongation of the procedure but caused no harm or further effects to the patient or medical staff. An additional mechanical measure was required to remove the stuck biopsy needle. No further diagnostic or therapeutic interventions were necessary. The stuck biopsy needle was removed using sterile pliers and a hammer. No replacement device was used.

Manufacturer narrative:
H11: one sample was provided to the quality team for investigation. Upon visual inspection, it was determined that no adhesive had been applied to the handle assembly allowing for detachment. Therefore, the reported failure was verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001642386 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, it was identified that the probable root cause is traced to manufacturing related. A formal investigation was opened to further investigate these defects. Manufacturing personnel have been notified of this incident and additional training was provided. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. D4 (medical device expiration date; unique identifier (UDI) #), d9 (device available for eval?; returned to manufacturer on), g3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction, additional information, and device evaluation), h3 (device eval by manufacturer?), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions).

Event description:
It was reported by the customer that the incident occurred during use, when the handle of the bone punch became loose while it was being pulled out and fell off the needle. During follow up response received on 20 april 2026 it was further reported that the handle detached completely during a biopsy while the instrument was firmly lodged in the bone and being rotated back and forth for removal. This resulted in a slight prolongation of the procedure but caused no harm or further effects to the patient or medical staff. An additional mechanical measure was required to remove the stuck biopsy needle. No further diagnostic or therapeutic interventions were necessary. The stuck biopsy needle was removed using sterile pliers and a hammer. No replacement device was used.